Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 28-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown, procedure: chemotherapy delivery-5fu, cathplace: unknown. It was reported the pharmacist stated the patient came in 2-weeks prior, 5 hours early, and the patient thought that the pump was already empty. No injuries or side effects of the medication noted. Additional information received 14-feb-2018 stated the patient, "felt it ran too fast because it was under the blankets."